Event description:
Information received does not address the patient's clinical status but notes that during the implant procedure, the ventricular lead did not protrude through the connector block. When the setscrew was tightened, the device began to pace. The physician then pushed the lead in further and re-tightened the setscrew. The next night, there was no capture in the ventricle and ventricular lead impedance was >1990 ohms. Subsequently, the device was replaced.